Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an attitude alarm occurred. Reportedly, an object was obstructing the speaker holes. The object was removed and the alarm was successfully cleared. Customer's blood glucose level was not impacted.